Event description:
It was reported that intermittently the vertical column on the 9800md system would not go down. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the vertical column power supply ps3. The system was tested and found to be working as intended, and placed back into service.